Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
(Tampon) detached, unraveled, coming apart... String loose [device breakage]. Case narrative: consumer reported via phone that the tampon string was loose and coming apart. No injury was reported.

Event description:
(Tampon) detached, unraveled, coming apart... String loose [device breakage] case narrative: consumer reported via phone that the tampon string was loose and coming apart. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.